Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using a bd facsverse¿ biohazardous waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter: a leakage from the flow cell. Was the leak liquid or air? Liquid. Was the leak contained within the instrument? Not contained. Was there spray of liquid under pressure? No. What was the fluid that leaked? Biohazard. Did biohazard leak before or after waste line? Before waste line. Was the customer/bd personnel physically in contact with the fluid? No.

Manufacturer narrative:
H.6. Investigation: scope of issue: the scope of issue is only limited to bd facsverse 3l 8c system with acc kit, part # 651155. Serial # (B)(6). Problem statement: customer reported complaint of a leakage of biohazard not contained within the instrument. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 15jul2020 to 15jul2021. Complaint trend: there are 8 complaints related to a biohazard leakage not contained within the instrument. Date range from 15jul2020 to 15jul2021. Manufacturing device history record (DHR) review: DHR part #651155 serial # (B)(6). File # 651155-651155-z6511550122-900334588-12, was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the biohazard leak was due to a worn flowcell. The customer had reported that they were unable to run the qc as the sample was not being aspirated into the instrument. Additionally, they attempted a monthly clean but this didn¿t resolve the issue. The fse (field service engineer) that came onsite confirmed the issue and cleaned and reinstalled the flowcell as a temporary measure. The fse then calibrated the fluidics and performed qc tests, and noted that the flowcell should be replaced. On (B)(6)., a spare flowcell was brought and installed by the fse. After the repair, the fse adjusted the optics and performed qc and abort tests. No parts were requested for evaluation because although the flowcell is returnable, it was not required for the investigation. Although the leakage was of biohazard which poses the risk of contamination, the customer confirmed that they did not come in direct contact with the leakage and was not harmed. Additionally, there was no spray of fluid outside of the instrument so the risk of contact was minimal. This instrument was not being used for clinical diagnoses during the incident and thus no patients were impacted. The safety risk is severe, s4, though there was no impact to customer health or safety. Service max review: review of related work order # (B)(4), case # (B)(4). Install date: (B)(6) 2012. Defective part number: 65048807 - flow cell service. Work order notes: o subject / reported: 651155 - bd facsverse - no sample uptake. O problem description: customer is unable to run the qc as no sample is being taken up. A monthly clean has been attempted without resolving the issue. O work performed: the flow cell was cleaned and re installed with the new optical gel. Characterization qc done, fluidics was calibrated, performance qc done. The flow cell should be replaced. Priority is low. Instrument works. 13 aug 2021 the flow cell was replaced. Optics was adjusted. The characterization qc was done. Abort test was done. O cause: a leakage from the flow cell. O solution: replacement of flow cell. Returned sample evaluation: a return sample was not requested because although the flowcell (pn 65048807) is returnable, it was not required for the investigation of this incident. Risk analysis: risk management file part # 6551155ra, rev. 11/vers. B, liberty ruo 1.0 research systems (facsverse) risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes, no. O hazard ID: 2.1.18b . O hazard: exposure to biological sample. O cause: failed waste connection. O harmful effects: injury to operator due to spraying of waste or bleach o risk control(s): robust design connection to the tank. The waste connection to the chassis is housed inside the system. System shall be designed to isolate fluid from electrical and optical components. Proper waste containment that is maintained until waste disposal. O implementation verification: reliability test of the hybrid connector: system level reliability test protocol lib-10-10p. System level robustness reliability test protocol: lsvn-1116-tp. Fluidic hybrid connecter assembly# 651571. Sheath and waste level alerts. O effective verification: reliability test of the hybrid connector: system level reliability test report lib-10-10r. System level robustness reliability test report: lsvn-1116-tr. Sheath and waste level alerts protocol lsv-1009-dr. O probability: 1. O severity: 4. O risk index: 4. O residual risk evaluation: a. O new hazards: none. Mitigation(s) sufficient yes, no. Root cause: based on the investigation results the root cause of the leakage of biohazard not contained within the instrument was due to a worn flowcell. Conclusion: based on the investigation results the root cause of the leakage of biohazard not contained within the instrument was due to a worn flowcell. During the initial field service, the fse cleaned and reinstalled the old flowcell with new optical gel as a temporary measure. In the follow up field service, the flowcell was replaced, the optics were adjusted, and the instrument was tested and confirmed to be functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the leakage. The safety risk is severe, s4, though there was no impact to the customer health or safety.

Event description:
It was reported that while using a bd facsverse¿ biohazardous waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter: a leakage from the flow cell. 1. Was the leak liquid or air? Liquid. 2. Was the leak contained within the instrument? Not contained. 3. Was there spray of liquid under pressure? No. 4. What was the fluid that leaked? Biohazard. 5. Did biohazard leak before or after waste line? Before waste line. 7. Was the customer/bd personnel physically in contact with the fluid? No.